Event description:
On (B)(6) 2010, an integra neurospecialist turned on the cusa system and an error message that read "please insert disk" was received. The neurospecialist tried rebooting four times but the same error messages were observed each time. The product was going to be used for trial by the physician. Although there was no patient contact or injury, the product problem did not impact the surgery since the product problem was discovered before the surgical case, and a replacement product was available and used, integra lifesciences corporation's risk management review on (B)(6) 2011 indicated that the failure of the cusa nxt system to boot will cause the nxt console not to function and therefore cause a delay in the surgical procedure. This delay has the potential to cause minor but temporary injury to the patient and therefore as per risk management procedure, the risk is classified as serious.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.